Manufacturer narrative:
(B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). The customer reported that in their equipment records database, showed that there was not a service call initiated, and that to their knowledge the iabp unit is still in clinical service. No service repair requested by complainant.

Event description:
It was reported that during use on a patient, dried speckles of blood were noted in the helium extension tubing way back at the cardiosave intra-aortic balloon pump (iabp). There had been no alarm. The balloon was being returned. No patient harm, serious injury or adverse event was reported.